Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 503 mg/dl. Customer gave a manual injection to address bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.